Event description:
Allegedly the patient was experiencing the following mom complications: metallosis; pain that progressively worsened; increased instability (right). Additional information received (B)(6) 2017. Neck and head now revised, and added revision date.